Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding and clotting") and autoimmune thyroiditis ("hashimoto's/ autoimmune disorder type of disorder: hashimoto") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant) with hypothyroidism, abdominal pain lower ("cramping"), abdominal distension ("abdominal bloating"), back pain ("lower back pain"), abnormal weight gain ("excessive weight gain/ "), tooth disorder ("shifting of her teeth"), alopecia ("excessive hair loss"), rosacea ("rosacea"), urinary tract infection ("urinary tract infections/uti ¿ frequent"), bacterial infection ("bacterial infections"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, autoimmune thyroiditis, abdominal pain lower, dyspareunia, abdominal distension, back pain, abnormal weight gain, tooth disorder, alopecia, rosacea, urinary tract infection, bacterial infection, migraine, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, pelvic pain and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, autoimmune thyroiditis, back pain, bacterial infection, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rosacea, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in or around (B)(6) 2017, plaintiff met with her healthcare provider to discuss removal of the essure device as a result of the symptoms she was experiencing. Leave taken from this job or other job for medical reasons- essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), headaches, dysmenorrhea (cramping), pain, weight gain, did you undergo an essure confirmation test? No were added. New reporter, concomitant condition and removal details were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.